Manufacturer narrative:
Product analysis: analysis was able to confirm the reported displayed error message. Analysis also noted that the hanger was bent and the external pulse generator (epg) failed incoming testing for the super capacitor voltage test and battery load with display backlight and menu off; the main printed circuit board (pcb) was defective. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error. The epg has been returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.